Manufacturer narrative:
Concomitant products: product ID: 3999, lot# j0555406v, product type: lead. Product ID: 3708220, serial# (B)(4), product type: extension. Product ID: 748940, serial# (B)(4), product type: extension. (B)(4).

Event description:
It was reported that the patient was only able to feel stimulation for one to two days at maximum with their device. When they would put away their patient programmer they wouldn¿t have the ¿power¿. The patient would get relief sometimes but it wouldn¿t last. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.